Event description:
The following was reported to gore on may 3, 2024, from a retrospective study: on (B)(6) 2019, this 82-year-old patient required the creation of a vascular access graft for hemodialysis secondary to a diagnosis of end-stage renal disease using a gore® propaten® vascular graft. Successful access left brachiobasilic was obtained and no adverse events were reported during the procedure. The patient was discharged to home on (B)(6) 2019. On (B)(6) 2020, the patient was reported to experience a "graft gore fistula theft syndrome". They underwent repeat intervention on (B)(6) 2020. Patency was not restored and the device was noted to be abandoned. The patient was discharged to home on (B)(6) 2020 and were noted as not completing the study.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The study coordinator stated that the cause of the arterial steal syndrome is probably related to a problem with the arterial anastomosis and with the peripheral artery. As the arterial steal syndrome resulted in critical ischaemia of the upper limb, which is why the device was discontinued. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance , nor the product was returned for evaluation. The physician stated that the cause of the arterial steal syndrome is probably related to a problem with the arterial anastomosis and with the peripheral artery. As the problem was not further specified, a causal relationship between this unknown problem and the reported arterial steal syndrome could not be independently confirmed during the investigation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on may 3, 2024, from a retrospective study: on (B)(6), 2019, this 82-year-old patient required the creation of a vascular access graft for hemodialysis secondary to a diagnosis of end-stage renal disease using a gore® propaten® vascular graft. Successful access left brachiobasilic was obtained and no adverse events were reported during the procedure. The patient was discharged to home on (B)(6) 2019. On (B)(6) 2020, the patient was reported to experience an arterial steal syndrome which has led to critical ischemia of the upper limb. The patient underwent repeat intervention on (B)(6) 2020. The surgical revision of the graft was unsuccessful and therefore the graft was abandoned. The patient was discharged to home on (B)(6) 2020. The physician stated that the cause of the arterial steal syndrome is probably related to a problem with the arterial anastomosis and with the peripheral artery.